Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the head of the single site curved cannula was twisting when it supposed to be welded. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the cannula accessory had a weld defect. The cannula was inspected and it was noticed that the tube can move with respect to the bowl feature. The weld that joins the tube and the bowl is cracked around the circumference. As orientation of the tube relative to the bowl is critical to product functionality, the cannula cannot be used. No other damage was found.